Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reverted to manual injections and experienced better control of blood glucose (bg) level after discontinuing use of the pump. The customer requested for tandem technical support to examine pump performance to ensure the pump was functional at delivering insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and provide assistance; however, no additional information was provided. The customer's bg level was not provided.